Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking/jolting sensation, loss of therapeutic effect, and no stimulation sensation. His physician told him back in (B) (6) 2009-(B) (6) 2009 that his "wires had probably shorted out again", and mentioned that the pt's activity as a potential cause. Specifically, the pt was a farmer and did a lot of climbing on machinery. He was re-directed to his physician. Further info was requested from the healthcare professional.